Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pace sense impedance was 700 ohms since implant, and approximately eight years and six months later, lead impedance began steadily rising up to 3000 ohms, suddenly dropped to 1800 ohms, and currently maintaining at 1700 ohms. There were no signs of oversensing, but there was one non-sustained tachycardia. However, there was good capture and sensing. The device remains actively implanted with no report of consequential actions. No patient complications have been reported as a result of this event.